Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was unable to connect their primary system controller to the tablet to download the log files. The patient reported power alarms on both battery and wall power. The system controller was changed out in clinic and both the connection issue and power alarms resolved. The patient did not experience any adverse events due to the system controller exchange. Following review of the submitted log files, it appeared there were a few viable lines of data following the system controller exchange. The equipment appeared to have functioned as intended despite the limited data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues and low power alarms were not confirmed via analysis of the returned system controller; however, there was increased resistances in the power cables that may have contributed to the communication and low power issues. Log files were unremarkable. Prior to opening the system controller¿s power cables, the returned system controller was functionally tested, and it was indicated that there were higher resistances in both power cables. Despite the increased resistance, the controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. All resistances measured within both power cables were higher than their expected value indicating some wire fatigue. The electrical integrity of the power cables was restored when test power cables were used in the controller. The root cause of the reported event could not be conclusively determined through this analysis as none of the reported issues were reproduced during testing. There were also incidental findings of fluid ingress on both black and white power cables from internal jacket down to the internal wiring. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on (B)(6)2019. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.